Event description:
The customer reported that following a power interruption due to a disconnected power cable, three xhibit central stations went offline and stayed offline. Spacelabs healthcare technical support called the customer back and the customer stated the issue was no longer occurring after staff had re-admitted the patients.

Manufacturer narrative:
Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Manufacturer narrative:
In a follow up call with the customer, the customer confirmed that the power outage at the central was due to power being disconnected from the xhibit when a standing desk was raised. The customer confirmed that the readmission of the patients was for a different issue. The patients were no longer showing in software that is used to review retrospective patient data, and to resolve the user readmitted the patients to resume collection of data. There was no product malfunction identified.